Event description:
On june 29, 2008 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was prompting an "er1" message. Per the onetouch ultramini owner's booklet, this error appears when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. On the morning in 2008, the pt attempted to test his blood glucose on his onetouch ultra2 meter and reportedly obtained an "error 1." On an unspecified date/time, after obtaining the error message on his onetouch ultra2 meter, the pt attempted to test on the subject meter but also obtained the same error message. The pt claimed he took his usual dose of insulin (25 units of novolin n and 13 units of novolin r) since he was unable to obtain a reading. Sometime after the reported issue began (date/time unk), the pt reported developing "low symptoms" and described feeling "dizzy, sweaty, and disoriented." The pt denied receiving medical intervention. At the time of troubleshooting, the pt did not have the subject meter with him; therefore, the cca was unable to duplicate the error message or resolve the issue. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.